Event description:
It was reported that the catheter was misrecognized. An avvigo system and opticross catheter were selected for ultrasound examination of the target lesion. During the procedure, it was discovered that the catheter was not recognized correctly. The system and the catheter were still used to complete imaging of the target lesion. There were no patient complications reported.